Manufacturer narrative:
There is no patient involvement. Date of event: it is unknown when device became twisted. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) stardrive screwdriver shafts were discovered to be twisted. There was no patient or procedure involvement. This report is for a stardrive screwdriver shaft qc/t15. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: . Device history record (DHR) review: part number: 314.116; synthes lot number: 7736547; supplier lot number: n/a; release to warehouse date: september 30, 2014; expiration date: n/a; manufactured by synthes monument. No nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: flow: damage - visual (appearance not as expected) & visual (appearance not as expected). Visual inspection: the stardrive screwdriver shaft, t15 (part # 314.116, lot # 7736547, mfg # 30-sep-2014) was inspected at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the stardrive screwdriver shaft is deformed. Rust was also observed on the shaft at various regions and predominantly on the etched portions. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of stardrive screwdriver shaft. Document/specification review: the device drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined, it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). With respect to the rust, no definitive root cause could be determined, and it is possible that the residue /rust might have formed on the device due to the exposure of liquid during the decontamination process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.